Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. However, the sales rep did return an unused representative sample from the same reported lot. The unused representative sample and the house retain samples for the reported lot were visually inspected. No manufacturing abnormalities were noted. The samples were physically tested for leakage per specification. All samples passed the leakage test. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There are no other reports of this nature against the reported lot number. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the sales rep per the user facility: sets leaking at spike (connected to b braun bag) - drips at spike. One set had hydration fluid (saved) but others had chemo (thrown out). Additional information provided by the facility indicated the set was leaking at the adapter end of the tubing set and not at the spike end to the bag, as initially reported. The set was prepped and was not yet attached to the patient when drops were noted to come from the adapter end of the capped set. It is not known if the set was actually leaking from the spinlock adapter or the tubing joint to the adapter. There was no patient involvement and no one suffered any adverse sequela associated with the incidents. The samples were discarded. If the incident recurs, a sample will be saved and sent in for evaluation.